Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Living donor nephrectomy, the device did not cut the tissue well. New one was opened to correct the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. The handle link was broken. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked probe. A review of the device history record indicates this device lot/ number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for no cut. Replication of the reported condition may be due o rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.